Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3889-28, lot# j0527136v, implanted:(B)(6) 2006, product type: lead, product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-28, lot# j0527136v, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The patient reported that they had a fall about 2.5-3 years ago (2012) and was told by a different physician (patient does not remember names) that the wires are messed up. No imaging was performed at that time. Additional information from the healthcare provider noted that the patient had moved out of town to (B)(6). The patient has an appointment with a urologist there. Indication for use was noted as urinary dysfunction/sacral nerve stim.